Manufacturer narrative:
Based on follow up information received, the previously reported uti was determined to be a pre-existing condition for the patient and unrelated to the implanted device/therapy. As a result, the fdp of c50791 no longer applies and the event was no longer considered a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they did notify their managing physician. They stated that the antibiotics that were prescribed were not effective. They went to a doctor that specialized in ¿infections blood diseases¿. The patient noted that they have to have ¿new antibiotics go through my blood stream via stents¿ for 2 weeks and hopefully they will finally be rid of urinary infections that I fought for ¿years¿. The patient did not know the circumstances/cause for their urinary issues/problems around the time they were in the exercise room. They further stated that they did not have muscle problems until 2 days after they did their routine exercises on various machines (¿about 6 or 7¿) for months. The issues were not resolved. The patient stated that they had urinary problems for years and that¿s why they got the device (¿I will not give up¿). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated the issues with symptom control and reported that they felt the stimulation in their knee and leg. They also had pain on their right side by the spine. The patient further stated that they had been having a lot of utis and was discouraged. The patient was assisted with changing to program 4 where they felt the stimulation in the correct bike seat area. They were going to monitor their symptoms following this setting change and will follow up with their healthcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient started to have a lot of pain and a had a ¿bad urinary problem¿. The patient stated that they had ¿problems with urination¿. It was noted that they had changed their healthcare professional (hcp) and went to a new one. Three days a week they did exercises and friday they had ¿it checked out¿ where they ¿changed the power on it¿. Yesterday, the patient urinated an awful lot. They were in an exercise room at 9:30 and by 3:00 they had pain in their right buttock. The patient panicked and it was noted that, maybe, the settings were pushed too high. It was reported that the patient wet themselves and could not sleep all night. They had wet their panties, dungarees, and their two napkins were sopping wet. The issues started yesterday around when they were in the exercise room. As an action taken, the patient was walked through changing the program and decreasing the stimulation. The patient was redirected to their healthcare professional (hcp) to address their urinary issues. There were no further complications reported or anticipated.